Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer® 9nc 0.109 m 0.2 ml plus blood collection tubes had molding defects and was still operable. Additionally, there was foreign matter in the tube. The following information was provided by the initial reporter: "the following issues were found in tubes (368273) from lot. 0115176: damaged/deformed tube x1, fm in tube x1".

Event description:
It was reported that bd vacutainer® 9nc 0.109m 0.2 ml plus blood collection tubes had molding defects and was still operable. Additionally, there was foreign matter in the tube. The following information was provided by the initial reporter: "the following issues were found in tubes (368273) from lot. 0115176: damaged/deformed tube x1 fm in tube x1".

Manufacturer narrative:
H.6. Investigation summary bd received a sample and 2 photos that were provided from the bdj facility for investigation. The photos and sample were reviewed and the customer¿s indicated failure mode for molding defect and foreign matter with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.